Manufacturer narrative:
No service call was initiated nor examination of the system. Accordingly, no root cause or conclusion can be determined. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
Customer reported that elevated frt4 results above the normal reference range were generated by the access 2 immunoassay system. The results were reported out of the lab. Subsequent testing produced a result within the normal reference range. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.